Manufacturer narrative:
Analysis found no fault with the handpiece. Pre-temperature tested for 1 minute. Ambient temperature 74.7, max temperature was 82.00, temperature rise 7.3. The handpiece was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the handpiece was running hot prior the procedure. There was no patient impact.